Manufacturer narrative:
(B)(4).

Event description:
The patient received several inappropriate therapies because the clinical magnet was not applied to device prior to surgery. After the procedure, an alert was seen on the device showing, "possible high voltage circuit damage." Abbott technical support reviewed the session records and found the alert was false and was likely caused by electrocautery while the device was charging the capacitors and the circuitry was not damaged. The device firmware was reloaded and successfully restored normal device functioning. The patient is stable.